Event description:
It was reported that during preparation of the 3.5x23mm rx zeta stent delivery system (sds), the protective sheath could not be removed from the stent. The sds was not used in the patient. Another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. The returned device evaluation revealed a tip separation.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported difficulty removing the protective sheath was confirmed and a tip separation was noted. Based on the analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for difficulty removing the protective sheath reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.